Event description:
During a remote follow up, increased impedance was observed on the right ventricular (rv) lead. Lead conductor fracture was suspected but not confirmed. The rv lead was replaced to resolve this event. The patient was stable.